Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists.

Event description:
According to the event description: "on the 24th, the patient underwent a three chamber cvc implantation in the operating room and was transferred to the intensive care unit after surgery. On the 25th, the nurse discovered that one of the three chamber catheters was damaged and subsequently removed the catheter for the patient."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used certofix catheter out of a certofix trio v720 without packaging was received. It was detected that the proximal connector is damaged (maybe when loosening with a plier). Summary and assessment: the batch history review was conducted, and no damages or abnormalities were identified. Relating to the damaged proximal connector, a fault during the application process can be assumed. Relating to the damage and based on the investigations conducted, the tested sample is not within the specification. Therefore, the defect is considered as confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.